Event description:
Additional information reported that the pump had originally been explanted due to infection. The pus was subsequently noticed.

Event description:
It was reported that the pump was explanted in (B)(6) 2013 and that when they explanted the pump they found that the pocket was full of pus. However, per reporter, it ¿did not test positive for infection and it was not confirmed¿. It was also stated that patient was hospitalized for the same reason in (B)(6) 2013 (it was unclear as to the duration/specific dates related to patient¿s hospital stay). Patient was later implanted with a new pump on (B)(6) 2013. Drug delivered via the device at the time was not stated; however, presently patient was on hydromorphone.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).